Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon burst occurred. The lesion was very calcified. The 2.25x15mm quantum maverick monorail balloon was inflated to twenty six atmospheres on the fourth inflation and burst. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.

Manufacturer narrative:
Device evaluated by manufacturer: the balloon catheter was returned in a deflated state. The balloon was inspected under magnification to locate the balloon defect. A longitudinal tear was confirmed in the balloon wall located on the distal end of the balloon and measuring 5 millimeters in length. Microscopic examination of the area surrounding the tear did not reveal any irregularities in the balloon material which would have contributed to the formation of the tear. No issues were noted with the balloon material or with the ro markers that could have contributed to the burst. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the device was inflated past the rated burst pressure. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon burst occurred. The lesion was very calcified. The 2.25x15mm quantum maverick monorail balloon was inflated to twenty six atmospheres on the fourth inflation and burst. The balloon was removed intact. The procedure was completed with another of the same device. The patient status is listed as stable with no complications reported.